Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling in the shower and dislocating anteriorly. The surgeon closed reduced and patient dislocated a second time resulting in torn soft tissues. The surgeon replaced the 32 semi constrained poly with a 32+4 semi constrained poly. The patient seemed to have excellent range of motion and was closed up.